Event description:
Clinic notes were received indicating that the vns patient was experiencing more severe/forceful seizures. The patient is having 0-5 general tonic clonic seizures per day but the neurologist stated that there was no increase in frequency. Further follow-up revealed that the patient had a kidney infection and was having pain urinating. The patient¿s mother stated that the change in seizure pattern was due to the kidney infection and not due to vns. The patient's device showed an ifi condition during an office visit on (B)(6) 2014. The patient was referred for surgery but no known surgical interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was reported that the patient recently underwent generator replacement. An implant card was received indicating that the generator was replaced on (B)(6) 2014 due to battery depletion. It was reported that the explanting facility does not return explanted devices for analysis; therefore, no analysis can be performed.